Event description:
Caller reported a malfunction on pump, identified as malf 0, with fault ID 0x277d. There was no adverse impact to customer's blood glucose level. Pump was reset with assistance from technical support, and customer acknowledged understanding to call back if malfunction code recurs.